Event description:
It was reported that the patient had visited the emergency room (ER) with diabetic ketoacidosis (dka) in (B)(6) 2026. The patient's blood glucose levels reached over 600 mg/dl while wearing the pod longer than 48 hours. Symptoms including vomiting and a pain in the stomach. The patient was diagnosed with a dka. The patient was treated with insulin. The patient stated that the pod was not working well because once she removed it, she noticed that the pod was leaking insulin. The patient was discharged on the same day. The pod was discarded by the patient.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone17.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.